Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on (B)(6) 2019, that that the patient's unit was no longer recharging and this would be the third time it gets replaced. The patient reported that the device keeps showing no device found and she would have to reposition it many time before it find the implantable neurostimulator (ins) to charge. Also, the patient reported that the recharger would get really hot and she would get shocked where the ins was. The ins was in her lower belly area and she lays down to charge, but does not lie on top of the recharger. The patient has seen a healthcare professional (hcp) and a manufacturer representative (rep). The rep tried to reprogram the device, but it has not helped. A replacement recharger was sent to the patient. There were nofurther complications or anticipations reported with this event.

Manufacturer narrative:
Continuation of d10: product ID: 97755, lot#/serial# (B)(6), product type: recharger. Product ID 97755, lot#/serial# (B)(6), product type: recharger this regulatory. Report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the wire that connects to the thing and the box got really hot. The patient stated that it eventually felt like it was burning them. The patient said that the implant eventually started to feel like it was burning the patient. The patient said the controller eventually started to turn out of battery, so they would let it cool off. The patient tried charging again and had the same issue. The patient waited a day and now the implant site hurt. The patient also said they could not start a recharge session. When they were able to start a charge session, it didn't tell them what coupling they were getting. No further complications were reported.